Event description:
This event occurred following a diagnostic procedure and during physician training. This was the physician's first live deployment; he had no difficulty locating the artery; however, he initially placed the device through the sheath upside down. The blue lines (which indicates proper anchor positioning) did not line up, therefore the sheath was repositioned, after which confirmation was achieved. The physician deployed the device; however, he lost tension on the suture during deployment. He then pulled up on the suture and tamped, although the physician did not feel comfortable with tamping. Hemostasis was achieved without difficulty. In the recovery area, the patient's pulses were noted to be absent. The patient was taken to surgery, where the anchor was found to be caught on a plaque on the posterior wall (which caused a small dissection). The surgeon repaired the wall and removed the device at that time).